Manufacturer narrative:
The pump displayed properly during testing. No missing segment/partial display was noted. No dark or light spots, discoloration anomaly or display anomaly noted during visual inspection. The pump was programmed with multiple bolus units. All boluses were delivered and recorded properly in the pump history screen. No bolus anomaly was noted during testing. The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements. The pump had a smell of insulin inside the reservoir tube. However, no moisture damage inside the reservoir tube or inside pump was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; there were light green and dark green splotches of discoloration under the screen. The patient's blood glucose at the time of incident is unknown; however, she reported that her blood glucose has either been very high or very low. Prior to the display anomaly, the customer first started noticing screen discoloration for several months within this year. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.